Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open mastectomy procedure, while occluding various vessels, the clips would not load into the jaws. Several fell back into the shaft and then would not fire. The surgeon opened another clip applier to complete the case and resolve the issue. There was no patient injury.